Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the IV magnesium free flowed into the patient IV line prior to turning on or programming the pump.